Event description:
Information received by medtronic indicated that the insulin pump had making weird noise when giving bolus. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged cosmetic damage/ humming sound from motor during rewind. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. However, humming sound during the rewind noted. Problem isolated to the motor assembly. Pump was cut open to perform visual inspection and found traces of moisture damage to the motor assembly noted. In summary, noisy motor confirmed. (B)(4).